Manufacturer narrative:
Office does not document race/ethnicity data. The device was not returned for analysis. The probable root cause of the event has not been identified. Should the device be returned, an investigation will be conducted, and a supplemental report will be submitted with the conclusion. Manufacturer internal reference number: (B)(4).

Event description:
A company representative reported that a 34-year-old female patient received delivery of a dental appliance on (B)(6) 2026. On 5/28/26, the patient reported that on (B)(6) 2026 the device cracked while it was in their mouth; the patient did not discontinued use of the device. Per the report no patient symptoms or injury were reported and no additional medical or surgical procedures were required. The appliance has not yet been replaced. The company representative's office is located in (B)(6).